Manufacturer narrative:
Based on the review of the logs, ge healthcare recommended replacement of the anesthesia control board. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2018 phone call, (B)(6) 2018 phone call, (B)(6) 2018 phone call.

Event description:
The hospital reported that, during a case, the unit had a system failure. The clinician cycled power and continued the case. There was no reported patient injury.